Manufacturer narrative:
Evaluation was not possible, as the device will not be returned. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during a rotator cuff repair using a twinfix that the device was triple loaded with suture; first two sutures passed with no incident. The third suture snapped when there was no load out on it. The implant remains in patient (with adequate fixation). Nothing will be returned for analysis. There was a twenty minute procedural delay with no patient injuries or complications.